Manufacturer narrative:
The device was evaluated on receipt. No damage or manufacturing defect was observed on the fiber. Site marks were verified as being correctly positioned. The sheath was examined and confirmed that approximately 5cm of sheath was examined and confirmed that approximately 5cm of sheath had been burnt off. No additional damage was observed and the locking hub was confirmed fully functional. When the device was received, it was noted that the fiber was incorrectly located in the sheath - the site marks on the fiber used for locating the fiber incorrectly were noted to be a number of centimeters behind the locking mechanism. If the fiber was located correctly in the sheath, these site marks should be coincident with the hub (as directed in IFU). This has been recorded photographically. Therefore it is concluded that the root cause of this incident was user error - failure to correctly locate fiber in sheath. Additional training will be provided by the sale representative and/or clinical specialist local to new jersey. No follow-up report is proposed on this MDR unless specifically requested by the cdrh.

Event description:
The customer reported that 5cm tip of the sheath was still in the pt's leg. When the fiber was pulled back it severed off the distal end of the sheath. The doctor completed the procedure and noticed this at the end.